Event description:
It was reported to boston scientific corporation that a pt underwent a lynx suprapubic mid-urethral sling procedure in 2007. During the procedure, the plastic sheath covering the mesh detached while inside the pt. The physician was able to retrieve the plastic sheath covering from the pt. The physician was able to complete the procedure with another lynx suprapubic mid-urethral sling system successfully. There were no pt complications due to this event.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation but as not yet been received; therefore, a failure analysis is not available. We are unable to determine the relationship between this device and the cause for this event at this time. The march 2007, 15-month complaint trend report, inclusive of all failure modes, was reviewed: no adverse trend was noted and no data point exceeded the complaint alert limit.